Event description:
Asku

Event description:
It was reported that the elective replacement indicator message appeared, and that the device had an electrical reset since the last follow-up, clearing diagnostics and setting pacing outputs to 6 volts and 1.5 milliseconds. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6)2010 at 14:26:25, the device recorded a critical ram parity error power on reset (por).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 10 at 14:26:25, the device recorded a critical ram parity error power on reset (por).